Manufacturer narrative:
H3: product analysis of the device found that there was no damage in the construction of the device. There was no damage to the distal tip and no loose components. Functionally, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece and oscillated at 7500rpm with no issues, no excessive wobbling or grinding noises were observed. A review of the global complaint data showed one similar complaint about this lot number. H6: initially submitted code fdm b17 are no longer valid now. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre op when the doctor installed the blade into the handpiece for testing, he found that the blade had obviously sway. The doctor tried to reconnect the blade but useless. Finally, the doctor changed a new blade to perform the surgery. There is no known patient injury. Additional information recieved after follow up that when the doctor installed the blade into handpiece for testing and found blade would vibrate. After the surgeon, the distributor inspect the blade and found the inner blade has slight bending let the outer shaft will vibrate when the blade rotating.

Manufacturer narrative:
H3: product analysis of the device is in progress, a follow up report will be submitted with product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.